Manufacturer narrative:
(B)(4). Evaluation: visual inspection: no outward signs of abuse or misuse on visual inspection. Functional inspection: the light source which is in the handle was transferred through the blade fiber optic pipe with no flickering or light interruptions. The complaint cannot be confirmed. Per the functional test, the blade doesn't show any signs of malfunctioning. This blade is designed to transfer light, not be the source of light. No corrective/preventive actions assigned will be assigned.

Event description:
The customer alleges that the blade, when attached to the dispoled handle, would flicker. The customer alleges lighting issues with the device.